Event description:
It was reported by a patient that she feels her device is stimulating more frequently and it is bothering her and she is having more seizures. Additional relevant information has not been received to-date.